Event description:
A previosly capped atrial lead was removed due an infection of the active system. The capped lead was returned, analyzed and tested out of specification. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Evaluation summary: (B)(4): the distal segment of the lead was returned, analyzed and the inner insulation was breached metal ion oxidization. It was noted that there was blood/body fluid on the proximal conductor (not obstructed), all the insulators had cosmetic metal ion oxidization, the outer insulation had cosmetic environmental stress cracking and there was a white substance on the outer insulation. This report is based solely on device return and analysis. No information to suggest a device-related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted.